Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. The hemostasis sheath, arteriotomy locator and guide wire were returned. Visual inspection revealed that the arteriotomy locator was stuck into the sheath. There was kink observed on the hemostasis sheath. Under the microscope, the kink areas were examined and deformation observed near the blood inlet holes. The blood inlet hole was fully warped. A kink was also noted on the guidewire. Upon analysis of the locator, it was slightly removed from the sheath. The blood inlet hole of the locator was totally torn. No other anomalies were noted. Functional and dimensional testing was unable to be performed due to the state of the returned device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that excessive force deformed the sheath and locator which led unanticipated obstruction into the artery. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the patient's body, it caused resistance, and the sheath could not be inserted into the artery. After the doctor removed the angio-seal out of the body, he found there was a kink on the side hole. The doctor then applied manual pressure to the puncture site to complete the surgery. Blood loss was less than 250cc. The procedure outcome was successful. The patient was reported to be in stable condition. Additional information received january 29, 2019: the procedure was a percutaneous coronary intervention (pci). The sheath size used was 6fr. A pre-deployment angiogram was performed. It was difficult to insert the sheath into the artery.